Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "does not recognize closed door" when attempting to load a set. Upon power up the pump displayed a "door not fully latched" message, which is most likely what the reported symptom was referring to. This condition was caused by a failed upper link switch. The upper auxiliary assembly (including the link switch) was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump did not recognize a closed door. It was also reported that there was no patient involvement.